Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, a crack was observed in arterial chamber of cartridge. The crack was observed inside of the chamber to the atmosphere, suggesting that the crack occurred inside to outside. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge line, an external fluid leak was observed from a broken cassette. There was no patient involvement. No additional information is available.